Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 14may2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Multiple attempts were made to obtain repair/service information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.